Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that when inserting the tuohy needle and removing it, the catheter broke at about 15-20 cm and was left in the patient. According to the report, the broken piece was unable to be retrieved and a new product was used to complete the procedure. It was stated the patient had severe stenosis. Reportedly, it was determined the broken piece would not cause additional injury and there were no other patient complications.